Event description:
It was originally reported that the patient was not able to adjust stimulation. The message 'call your doctor' displayed. An out of regulation (oor) occurred. It was later reported that high impedances were found due to repeated falls. The patient was implanted with a new lead and ins and was doing great.

Manufacturer narrative:
Concomitant products: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; 355029, lot# n0051176, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type accessory. (B)(4).